Manufacturer narrative:
(B)(4). D1: constrained head 12/14 taper 32 mm diameter +3 mm neck length for use with freedom constrained liners. D10: 30203203, liner constrained neutral 32 mm i.d. Size c for use with g7 acetabular system only, 66273154. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. The dual mobility bearing disassociated with the head after a closed reduction. The issue occurred due to the surgeon levering on the implant. Attempts for additional information have been made and none provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected: d1, d4 updated: g3, g6, h2, h3, h6. Suggested component code: mechanical (g04) head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.